Event description:
Boston scientific received information that the newly implanted ICD detected greater than 2,000 ohms on the chronic right ventricular lead. As a result, the physician surgically abandoned the rate/sense portion of this lead and this new right ventricular lead was implanted for this purpose. No adverse patient effects were reported. Additional information was received that the patient implanted with this device system was presented to the emergency room. The device had delivered five shocks as a result of noise on the rate/sense channel. Any patient movement resulted in noise. Impedance measurements were within acceptable limits. An x-ray was performed, however, due to the poor quality, appropriate lead position was undetermined. The device tachy mode was reprogrammed to off and the patient was referred to their electrophysiologist. No further observations were noted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.